Event description:
Patient's family member called lfs alleging that patient was hospitalized because the one touch basic meter kept giving patient a "not ok" message. Customer service was unable to resolve the issue and sent patient a new meter. Unknown what readingswere in the hospital or if patient was treated. Medical affairs was unable to get a hold of patient and will be sending patient a letter to call medical affairs.